Event description:
It was reported pt's scs system was implanted in 2008. Based on info received from the pt in 2009, the scs system was explanted in 2009, due to an infection. During follow-up with the physician about 4 days later, the md stated he had planned to relocate the ipg pocket because pt reported discomfort; however, when physician opened pocket, he observed an infection. Physician reported system was explanted, and pt was given oral antibiotics and sent home. Explanted system discarded, and not returned to the manufacturer for eval. Follow-up on pt found pt is doing well.

Manufacturer narrative:
Evaluation codes, method: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the device history record and sterilization record. Ans inc. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.